Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility to investigate the device and confirmed the reported issue. In addition, the device fuse tripped when the compressor started. The reported event was traced back to a defective cooling compressor. A replacement device will be provided to the customer.

Event description:
Livanova (B)(4) received a report that a heter-cooler system 3t was not cooling on both patient and cardioplegia side during service. Also a noise could be heard. There was no patient involvement.